Event description:
Medtronic received a report that a high-density image of the left basal ganglia computerized tomography (CT) on (B)(6) 2022 revealed contrast extravasation with small amount of blood extravasation after infarction.  Modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) score 16. This adverse event (ae) was not related to the disease under study. This ae was not related to an underlying condition or disease. This ae was nor result from a device deficiency. The rationale for relating ae to system or procedure is surgery increases likelihood of bleeding. This was not a recurrent or new stroke. This event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The patient is recovering and the issue is resolving. The site assessed this event as not related to the study device and possibly related to the study procedure. The sponsor assessed this event as possibly related to the study procedure and study devices utilized. The location of proximal face of clot 1 was the middle cerebral artery (mca) m1, left hemisphere. Pre-procedure mtici score was 0, post-procedure mtici score was 2b.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.